Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that this device was manufactured over 8 years ago. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that the device was degraded with age. If additional information becomes available, this report will be supplemented.

Event description:
The lamp of the device did not light due to the deterioration of the lamp socket. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.